Event description:
Caller reported a malfunction on the pump, identified with the code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after resetting, and the customer can continue using the pump. The customer was instructed to call back if any issues arise again and acknowledged the instructions.